Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon requested to exchange the harmonic ace instrument. The customer then found the blade was cracked. The procedure was completed with a backup instrument of the same kind. There was no report of fragments falling inside the patient. No known impact or patient consequence was reported. The instrument blade completely broke off during central processing. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the instrument was inspected prior to use, but unknown if there was any damage. The customer confirmed that the instrument blade remained attached to the instrument and did not fall at any point during the procedure. The customer found the blade became fractured via endoscopy and exchanged the instrument. No additional surgical procedure or post-operative tests were performed. The surgeon did not notice any issues with the functionality of the instrument. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. Failure analysis investigations replicated and confirmed the customer reported complaint. The blade broke at roughly 0.37¿ from the base and the broken piece was returned. Review of the provided image was completed by a regulatory post market surveillance analyst and the finding was consistent with the complaint of broken blade.